Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) packaging the t-handle was not in the box, in addition during insertion the iab was difficult to advance through the sheath. The physician felt resistance and stopped the insertion-one third of the way into insertion. A new iab was inserted successfully. There was no reported injury to the patient.

Event description:
It was reported that upon opening the intra-aortic balloon (iab) packaging the iab was not inside the t-handle. In addition, during insertion the iab was difficult to advance through the sheath. The physician felt resistance and stopped the insertion one third of the way through it. The physician switched to a smaller 40 cc catheter instead of the larger 50 cc catheter. The new iab was inserted successfully. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added patient info. Event or product problem: updated with additional event information. Device evaluation: the iab was returned used without the catheter kit. The membrane was loosely folded and blood on the exterior of the catheter. The sheath and product packaging were not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. We are unable to determine if the reported t-handle was over the iab in the catheter kit when originally packaged due to the returned condition of the product. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).